Event description:
Additional information received the issue occurred during therapeutic laparoscopic gastric bypass procedure. The procedure was completed with another mobile stack with approximately 30 mins of delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The product has not been returned to the on-site repair center, the customer's complaint/reportable malfunction could not be confirmed. Based on the results of investigation, it is likely that the following led to the malfunction: the customer reported that the cause was damage to the cable used in the arm of theater 17, but the product has not been returned to the local repair center and the condition has not been confirmed. Therefore, the root cause of the malfunction could not be identified. As device history record revealed (DHR), no issues that could have caused or contributed to the reported event, it was confirmed that the device was shipped in compliance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera control unit had no image and displayed a color bar. The screen started flashing purple, image disappeared and then system failure displayed on the processor. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.